Event description:
It was reported that the patient presented for a scheduled generator change. During the procedure it was noted that the right ventricular lead had insulation damage. A lead repair kit was used to repair the lead. There were no patient consequences.